Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic with post sensed t-wave oversensing. The patient received inappropriate therapy. The lead was capped.